Event description:
Hernia mesh implant resulting in infection revision surgery and prolonged infection. Cr bardmesh hrna repair 25cmx31cm implant type: mesh/peg, implanted area: abdomen laterality: n/a, implanted on (B)(6) 2023. Number implanted: 1 status: implanted, manufacturer cr bard, model number: 1190500, lot number: hugz0902, serial number: sealnt pwdr hemos 3gm arista implant type sealant implanted area: abdomen laterality: n/a implanted on (B)(6) 2023. Number implanted: 2 medical center revision surgery (B)(6) after MRI and bloodwork showed abdominal infection. Hospitalized third time (B)(6) with recurring infection. Blood work and antibiotics for three days.